Event description:
The facility contacted baxter (B)(4) to report an administration set for blood and blood derivatives in which "there was a leak. [The set] was able to make the connection, but with some degree of difficulty. The luer lock thread was damaged". It was reported that the malfunction occurred during infusion. There was a patient involved, but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. Visual inspection was performed from the bag as sample was contaminated with blood. However, no non-conformities were observed on the thread. The needle was disconnected and reconnected to the luer with no difficulties. No further testing could be performed as sample was contaminated with blood. The customer reported malfunction was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.